Manufacturer narrative:
Aspen surgical received a report from the end user indicating that two surgical needles broke during procedures. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that two surgical needles broke at the eyelet during procedures. No injury or death was reported. This is entered in our complaint system as (B)(4).